Event description:
During preparation it was noted that the guidewire distal tip was separated. There was no patient involvement.

Event description:
During preparation it was noted that the guidewire distal tip was separated. There was no patient involvement.

Manufacturer narrative:
(B)(4) - the reported event of device tip separation.

Manufacturer narrative:
A ship history review identified three batches that were supplied to the facility prior to the event. The device history record review of these batches confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was fractured at 113 cm and kinked at 97 cm from the distal end. Core wire tip was not fractured, however the spring tip was elongated. Proximal end was tied up with a loop form. Further investigation of the fracture site using scanning electron microscopy (sem) revealed that the failure on the distal and proximal sides showed evidence of compression and tension zones. Both sides exhibited evidence of elongated dimples rupture in equiaxial direction. The fracture occurred due to a bending overload followed for a tension event. The damages noted to the device most likely related to the manner the device was handled during unloading from the dispenser hoop. Therefore, a root cause of handling damage has been assigned to the event.